Event description:
Customer is having some unexplained high bgs. High bg t/s per dop. Patient's bg is 390 mg/dl. The patient has treated for high bgs. Block us. Customer states that there was a emergency room visit for their high bgs. Bg at time of emergency room visit was: 300. Outcome of the emergency room visit: the treated him and sent him home with a 192 bg. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.